Event description:
Per the hosp: "the physician was advancing the catheter through a previously placed stent to the lesion. (Diagonal branch also previously stented) and intravascular ultrasound was successfully completed. Upon removal, the physician experienced resistance and when the catheter was removed from the pt, it was noted that 25mm of the distal tip of the catheter had detached in the pt. Pt to surgery for successful removal of tip."